Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture and capsular contracture; baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent unspecified breast augmentation with a 325cc mentor memorygel breast implant on both sides and was presented with bilateral breast implant rupture at time of bilateral baker grade iii capsulectomy on 9/18/2019.. As a result, the patient underwent bilateral explantation and replacement with catalog number smpx270; serial number (B)(4) on the left side; and with catalog number smpx295; serial number (B)(4) on the right side on (B)(6) 2019. This report is for the patient¿s right-sided device.